Event description:
It was reported via repair work order that the o2 bottle could fall out due to o2 holder being installed incorrectly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.